Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. However, we have determined that the reported clinical observations are a known inherent risk with the use of this product.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a revision procedure. It had been reported in january that the device was nearing elective replacement indicator (eri) battery status and that the rv lead and left ventricular (lv) leads had high outputs programmed. Additionally, the rv lead exhibited loss of capture at high outputs in both unipolar and bipolar configurations. The rv lead was extracted with no issues, but then 22.5 minutes post-laser the patient's condition deteriorated. A tear to the superior vena cava (svc) was determined and the patient died before the chest could be opened to attempt a repair of the svc. The explanted products were expected to be returned. The rv lead was not returned, only the crt-p was received and analyzed.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a revision procedure. It had been reported in january that the device was nearing elective replacement indicator (eri) battery status and that the rv lead and left ventricular (lv) leads had high outputs programmed. Additionally, the rv lead exhibited loss of capture at high outputs in both unipolar and bipolar configurations. The rv lead was extracted with no issues, but then 22.5 minutes post-laser the patient's condition deteriorated. A tear to the superior vena cava (svc) was determined and the patient died before the chest could be opened to attempt a repair of the svc. The explanted products were expected to be returned.